Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to bending overload.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a knee procedure on (B)(6) 2015. During the procedure, the tip of the side cutting reamer fractured. The tip piece was retrieved and no pieces fell into the patient wound. The surgery was completed without significant delay.